Event description:
It was reported that during a percutaneous coronary intervention procedure, the quantum maverick monorail balloon ruptured at 18 atms upon the first inflation. The calcified 90% stenotic lesion was located in a unspecified, but non-tortuous artery. The procedure was successfully completed with another quantum maverick monorail balloon. No pt complications were reported. The pts status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8473842 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available, a supplemental medwatch report will be filed.